Event description:
It was reported patient had primary hip arthroplasty. Subsequently, the patient was revised, and the head and liner were explanted. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4, h6. The following sections were corrected: d10. D10: cat# 650-1162 lot# 3189489 delta cer fem hd 32/0mm t1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A radiograph was provided. Review of the available records identified the following: left total hip arthroplasty exhibiting perioperative standard position and alignment later dislocates superiorly. On the baseline perioperative x-ray small heterotopic ossifications are present lateral to the hip, which may be to sequela of old hip capsular injury. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.